Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips and juvéderm¿ voluma¿ with lidocaine in the cheeks. The patient did not have any pain in the area during the injection. That evening, the patient developed bruising and rash with tingling. The patient claimed they felt they were getting better the next day. Three days after the injection, the patient was reviewed by a doctor and had "bruising left lower lip and rash below the bruising with 2 white dots in center of rash." The doctor questions whether the event is a vascular occlusion. Patient was treated with hyaluronidase with 2% xylo plain and a massage of the area. Patient was told to use warm compresses. Symptoms resolved that day. This is the same event and the same patient reported under MDR ID #3005113652-2016-00905 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus¿ xc, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, rash, tingling, white dots and questionable vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruising, ischemia, rash, skin discoloration and tingling: "contra-indications: " do not inject into the blood vessels (intravascular). Undesirable effects: the patients must be informed that they are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: " inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. " haematomas. " staining or discolouration of the injection site. " cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus" xc in the lips and juvéderm" voluma" with lidocaine in the cheeks. The patient did not have any pain in the area during the injection. That evening, the patient developed bruising and rash with tingling. The patient claimed they felt they were getting better the next day. Three days after the injection, the patient was reviewed by a doctor and had "bruising left lower lip and rash below the bruising with 2 white dots in center of rash." The doctor questions whether the event is a vascular occlusion. Patient was treated with hyaluronidase with 2% xylo plain and a massage of the area. Patient was told to use warm compresses. Symptoms resolved that day. This is the same event and the same patient reported under MDR ID #3005113652-2016-00905 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus" xc, also a device manufactured by allergan.